Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent cervical fusion/dissection on an unknown date and suture was used. Following the procedure, the patient experienced irritation at the incision site. The site is red and sore to the touch with no pus. The patient was administered cipro for a possible infection. The patient still has irritation and was referred to the surgeon for further assessment of the incision site.